Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The auxiliary common gas outlet (acgo) valve manifold assembly, including microswitch and selector switch, frame interface board were replaced to resolve the reported event.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that model 1012-9620-000 anesthesia gas machine experienced a malfunction resulting in excessive sustained pressure in the patient circuit. The report was received from a single source. The reported event did not involve a patient.